Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. It was unknown which broken device lot number was used and left in the patient, therefore this is one of three submissions for the same patient event. The others are 1220246-2017-00132 (cc110541 line 188642) and 1220246-2017-00133 (cc110541 line 188651). The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, improper bone preparation prior to insertion or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the process of screwing the swivelock anchor into the bone, the swivelock broke, which was the same with the next 2 tries (ar-2324bcm/lot 10057287 (cc110541 line 188642); ar-2323bcc/lot 10019686 (cc110541 line 188651) and lot 10018839 (cc110541 line 188656). The procedure being performed was a cuff repair, during which the sales rep was present. In addition to the broken anchor, two orginal packed anchors of this batch will be returned for evaluation. Updated (B)(6) 2017: no loose fragment was left behind in the patient. Only the anchor (implant itself) was half-broken, but it was strong enough to keep the cuff in place, so it was used to complete the surgery anyway. Everything that came loose from the anchors, has been removed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This a follow-up submission due to device evaluation. It was unknown which broken device lot number was used and left in the patient, therefore this is one of three submissions for the same patient event. The others are 1220246-2017-00132f1 ((B)(4)) and 1220246-2017-00133f1 ((B)(4)). Two disposable drivers along with one screw, ar-2323bcc were returned and it is unknown which is associated with line ID's: 188651 and 188656. The evaluation of the screw revealed that the distal tip was broken off, and the proximal end was cracked. The overall length of screw measures approximately .125". In addition, stress marks were observed on the screw. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, improper bone preparation prior to insertion or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the process of screwing the swivelock anchor into the bone, the swivelock broke, which was the same with the next 2 tries (ar-2324bcm/lot 10057287 ((B)(4)); ar-2323bcc/lot 10019686 ((B)(4)) and lot 10018839 ((B)(4)). The procedure being performed was a cuff repair, during which the sales rep was present. In addition to the broken anchor, two original packed anchors of this batch will be returned for evaluation. Updated 28 march 2017: no loose fragment was left behind in the patient. Only the anchor (implant itself) was half-broken, but it was strong enough to keep the cuff in place, so it was used to complete the surgery anyway. Everything that came loose from the anchors, has been removed. Update 28 april 2017: it was confirmed that the anchors 2324bcm/lot 10057287 ((B)(4)); ar-2323bcc/lot 10019686 ((B)(4)) have broken and have been left in patient since they hold the fixation sufficiently.